Manufacturer narrative:
Other relevant device(s) are: product ID: vnmc3434c90tj, serial/lot #: (B)(4), ubd: 10-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of an unknown sized thoracic dissection. It was reported that during the index procedure, the primary entry size was 2cm and the vnmc2525c94tj was implanted distally but the proximal edge of this stent graft penetrated the false lumen. Then the device vnmc3434c90tj was implanted proximally but due to the penetration of the false lumen from the previous stent graft, there was a greater distance between these two devices leading to a type iii endoleak. This endoleak was treated with the implantation of another valiant stent graft vamc3434c150. It was judged that tension was applied to the true lumen side during the delivery of vamc3434c150 which induced stent graft-induced new entry (sine). An additional stent vnmc2822c207 was implanted distally to resolve the sine. The procedure was completed without any evidence of an endoleak. As per the physician the cause of the event is anatomy due to chronic dissection and user error. It was reported that the selection size of the device should have been given more consideration. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported false lumen filling from an endoleak and sine can be confirmed from the angiogram video¿s received; however the cause of the event cannot be confirmed. Pre-implant CT¿s showing the patient anatomy and dissection were not provided for analysis and so it is unclear if this was a contributory factor. Additional angiograms showing the deployment of the stent grafts in the patient were also not received. It is unclear if the reported events were procedure/user related, as measurement were unable to be performed on the films received for assessment of oversizing of devices used in the patient. The exact endoleak type could not be determined. This appears most likely to have been type iiia junctional endoleak caused by insufficient component overlap. An acute type IV blush endoleak caused by fabric porosity may have also been present. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have contributed to this likely type IV endoleak. It is possible that a type IV endoleak may have been exacerbated by fabric stretching resulting from the stent diameter expansion seen near the endoleak location, where the third and fourth stents of the proximal device had penetrated into the false lumen along the outer curvature. No other obvious stent graft issues were observed on the films provided. If information is provided in the future, a supplemental report will be issued.